Event description:
The device was used during a low anterior resection. Reportedly, the instrument did not cut. The surgeon resected the tissue at the application site with cautery. The hosp has reported the pt's condition is satisfactory.